Manufacturer narrative:
The insulin pump had button error alarm followed by unresponsive buttons due to corroded keypad traces. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window.

Event description:
The customer reported via phone call that they received a button error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 159 mg/dl at the time of incident. The customer stated that they able to get the buttons to work but there was delay on button press. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.